Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and no physical damage to the device was confirmed where the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and preventable by following the instructions for use (IFU) sections: - IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope experienced no image. The reported issue was discovered during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. During the evaluation of the returned device, burnt foreign material was found at the top of the light guide lens. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered burnt foreign material at the top of the light guide lens. This foreign material was likely remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was also observed that the light guide rode was damaged. It was observed that there was a noise on the image due to damage on the plug unit. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the cover of the light guide bundle was damaged. Lastly, it was observed that there was corrosion on the following unit components due to water leakage: flexible circuit board switch, base plate, universal cord holder, mount, circuit board unit in the scope connector, scope connector cover unit, scope connector case unit, cable unit, outside shield unit and on the micro connector unit in the scope connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. Due to the nature of this reportable event, the cleaning sterilization and disinfection (cds) processes steps performed at the facility have been requested, however has not been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope experienced no image. The reported issue was discovered during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. During the evaluation of the returned device, burnt foreign material was found at the top of the light guide lens which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.